Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that their navigation system emitter was not working and they were unable to track any instruments. The site switched emitters and were able to proceed prior to the start of a procedure. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.